Event description:
Customer reported receiving a button error alarm that they are unable to clear. Customer's current blood glucose reading is 138 mg/dl. No further information reported.

Manufacturer narrative:
Button error alarm due to corroded keypad traces. The insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.